Event description:
Was called to operating room due to med-line knee pack being short on a sponge. This was found before the case during set up. Was told that one was also found last week and an incorrect count found just prior to setting up this case at the end of the prior case. Another mandatory med-watch is completed that affected a pt but this is concerning the other two packs that were short last week and for this pack. On (B)(6) 2016, the rep for medline presented to the hospital in helping with the sponge shortage situation and will come pick up the sponges to return to the company.